Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged the day following implant. It was noted that increased thresholds and diaphragmatic stimulation were observed. A revision procedure was performed, during which the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.